Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the wires were slightly loose when wiggled. A field service engineer shut down the station, unhooked the wires, and tightened the connections to the terminals. The panel was then placed back on, and the station was powered on. The field service engineer logged into the hardware test application (hta) and unlocked the remote manager (rm) a few times to test its functionality. The device was then booted to the medstation application, and the customer was asked to run an inventory of the medications in the refrigerator to ensure the rm opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.